Event description:
Subsequent to the initial medwatch report, it was reported that two additional proglide devices were used during this procedure and when the plunger was removed, no sutures were attached.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture retrieval issue was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the right common femoral artery access site using perclose proglide devices. Reportedly, after successful suture deployment using the first proglide device in 6-french access site, an attempt was made to deploy the suture from a second proglide device, but when the needle plunger was removed, no suture was present. The device was removed and the suture from a third proglide device was successfully deployed. The sutures from the first and third proglide devices were set to the side. The access site was upsized to 16-french. After the aaa repair procedure, the knots from the proglide devices were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.